Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/bubbled dso seal. The visual inspection was able to verify the reported problem. The dso seal was determined to be the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal is damaged. There was unknown patient involvement.